Event description:
It was reported to philips that there is dirt on the screen that can't be removed. There was reportedly no patient involvement. The customer worked with the technical support representative. The device seems to need possible battery calibration. However, the customer can't have device down for long periods of time. They want a new battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer to be ordered a new battery.